Event description:
Event description guidant received information that, one day post implant, this ventricular lead was found to have repositioned. There had been a rise in impedances up to 2000 ohms within 24 hours since implant. The patient had an acute rise in thresholds as well.